Event description:
Device 6 of 6. Reference MFR report numbers: 1627487-2019-01044, 1627487-2019-01045, 1627487-2019-01046, 1627487-2019-01047, 1627487-2019-01048. Surgery took place during which the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 6: reference MFR. Report# 1627487-2019-01044, device 2 of 6: reference MFR. Report# 1627487-2019-01045, device 3 of 6: reference MFR. Report# 1627487-2019-01046, device 4 of 6: reference MFR. Report# 1627487-2019-01047, device 5 of 6: reference MFR. Report# 1627487-2019-01048. It was reported that the patient was not receiving effective stimulation. As a result, surgical intervention may be undertaken to address the issue.